Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Additional device: model bifurcated ba25-80/i20-40, lot: 1282168005, release date: 07/14/2015 expiration date: 06/25/2018.

Event description:
It was reported that during implant of a bifurcated, suprarenal aortic extension and limb extension a final angio was done, and displayed an endoleak between the components. Reportedly, the patient had a difficult anatomy, and after attempting to reposition the pigtail for an angio the left limb was distorted. Thereafter, an iliac limb extension attempted to be delivered however it would not pass through the graft. The wire was removed after a failed attempt at passing an angioplasty balloon over it and everything recannulated then a 17f sheath and dilator was used to gain access. The physician then implanted a limb extension and deployed. A final angio was done and displayed an endoleak between the components. A coda balloon was used along with the extension and crossover area, but the leak persisted. Physician stopped at that point, and a computed tomography was done before any further intervention or add any further extensions. The patient is doing well.

Manufacturer narrative:
Based on clinical investigation, the reported difficult to deploy left limb extension was confirmed. However, the persistent type iiia endoleak could not be substantiated due to lack of information. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. A design or manufacturing root cause for the reported event could not conclusively be determined. However, product use was incongruent with the IFU due to: the focal stenosis of the left iliac artery of 6-7 mm and of the access arteries less than 6.5 mm. Cautionary product use conditions that might have contributed to this event included:marked tortuosity of the bilateral iliac arteries along with moderate calcifications at the seal zones.